Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the device is an older design. Corrective action has been implemented.

Event description:
The trigger on the broach handle "broke down" and made it "impossible to block the rasp." There was no adverse consequence for the pt or delay in surgery or anesthesia time.